Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during a shoulder arthroscopy the device started restarting itself during surgery. It was confirmed that the device restarts itself even without tubings and not during operation as well. Sometimes it didn¿t turn on when switched on. The reported event was not confirmed. The service evaluation revealed both inflow and outflow motor are worn out, the led main switch connector is loose and the distance between frontbezel and display is too small but the device was not restarting during device testing.

Event description:
It was reported that during a shoulder arthroscopy the device started restarting itself during surgery. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. 17-feb-2022 update avoe: it was confirmed that the device restarts itself even without tubings and not during operation as well. Sometimes it didn¿t turn on when switched on.